Event description:
Per complaint (B)(4), customer complaint form received with missing information and contacted customer for additional information.

Manufacturer narrative:
Patient's identifier was not provided. If the requested information becomes available, a supplementary report will be submitted. Patient weight is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device was not received for analysis.